Event description:
It was reported when using the bd pyxis medstation system the device was on critical override. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a critical override. The field service engineer performed full sync to resolve this issue. This work was recorded in the case (B)(4). The system functioned as intended after the field service engineer troubleshooted the device.